Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer is requesting failure diagnostics. There was no reported patient involvement.

Event description:
It was reported to philips that the customer was requesting failure diagnostics. The customer initially contacted philips regarding an allegation of failure diagnostics. A philips representative attempted to contact the customer to obtain additional information but according to the customer, there were no alleged malfunctions and parts only were needed. Upon conclusion of the evaluation by the rse, there was no device malfunction and the customer only needed to order parts. The parts were shipped to the customer, but were returned to philips. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.